Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an unspecified error message. The patient claimed that the unspecified error message first occurred on the day before around 10:30am. The patient reportedly could not obtain a blood glucose reading on the subject meter and increased her insulin dose of novolin 30/70 from 26 units to 43 units. Sometime after, the patient allegedly had symptoms described as "dizzy and shaky," which the patient thought was low symptoms. The patient reportedly did not receive any medical intervention and did not test on any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as food intake, and physical activities. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia after she was unable to tests her blood glucose, due to the reported issue and increased her insulin. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested that return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.